Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site on (B)(6) 2025. On (B)(6) 2026, it was reported that the patient experienced discomfort at the needle puncture site leading him to remove the sensor early. Upon sensor removal, he noted there was redness and tenderness at the insertion site. The patient mentioned that he is a physician and chose to treat himself by taking an oral antibiotic (doxycycline 500 mg, unspecified duration) that he had available. On (B)(6) 2026, the medication was not effective, leading him to visit the emergency room (ER). In the ER, the attending physician conducted an ultrasound at the insertion site that aided in diagnosing the patient with cellulitis, leading to admission for inpatient care involving IV antibiotic treatment (keflex, unspecified dosage for two days). On (B)(6) 2026, he was discharged home with a prescription for a course of oral antibiotics (linezolid 600 mg, two times daily for eight days). At the time of the report, no photo was provided, the site had already healed, and he was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.